Manufacturer narrative:
The returned journey tibia base plate had bone cement well bonded to the grit blasted surface. The tibial tray had scratching on the proximal surface some of which was likely due to extraction. The returned journey bcs femoral component had bone cement well bonded to the grit blasted surface. The femoral component has scratches on the posterior-medial and posterior-lateral condyles likely caused during extraction. The polyethylene insert had damage on the articulating surface. These scratches were likely formed during extraction. The exact cause of knee pain could not be ascertained from the information provided.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to knee pain.